Event description:
Boston scientific received information that this product was part of a system revision due to erosion. There were no additional adverse effects reported. Additional information received that the allegation on pain at site was due to erosion. The product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.